Event description:
It was reported that the right ventricular (rv) lead performed unexpected shocks on the patient ten minutes after the lead integrity alert (lia) went off. It was also reported that the rv lead had high impedance, high short interval counts (sic) and a suspected fracture. The lead was turned off and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2011. (B)(4).